Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that during left ventricular lead placement there was positioning/fixation difficulty, no capture and high/unstable/unmeasurable thresholds. The lead was not used and an epicardial lead will be placed. No patient complications have been reported as a result of this event.